Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite by a baxter technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed in relation to the reported condition of this complaint. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a replace battery set alarm. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.